Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the common femoral artery prior to an endovascular abdominal aortic aneurysm procedure. Reportedly, one device failed during this procedure. A total of six devices were used and hemostasis was achieved with five of the devices. There were no reported adverse patient sequelae. Though requested, no additional information was provided.